Manufacturer narrative:
(B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking from the site, which cause the patient blood glucose levels elevated from 180 to 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.